Manufacturer narrative:
Device was monitored for 2 days. No unexpected power loss anomaly, unexpected low battery alarm or unexpected off no power alarm noted. Device passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop current and run current measurement tests are within specification. Device also passed off no power alarm test and the delivery accuracy test at 0.0873 inches. Device was unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The no delivery alarm functions properly during the basic occlusion test. However, unable to verify the no delivery alarm during the occlusion test or verify unexpected no delivery alarm anomaly due to prime anomaly. Device uploaded properly using care link. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl and 153 mg/dl, 419 mg/dl. Customer stated doctor gave him insulin pen. Customer stated insulin pump was not working and not delivering insulin. Customer had neuropathy arthritis in the hand. Customer stated event was resolved by complete set change. The insulin pump will not be returned for analysis.